Event description:
It was reported that the pump touch screen was solid blue and does not respond when touched. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.